Event description:
It was reported that the patient felt dizzy with a feeling of impending doom. It was also reported that the right ventricular (rv) epicardial lead had a loss of capture when the patient was lying on their left side. The pocket was explored and no issues were found. The system with the epicardial rv lead was left in place as a backup vvi 30 and a new abdominal system was implanted as the patient's superior vena cava was occluded. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pacemaker (B)(6) 2012; 5076-45 implantable pacing lead (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was intermittent. The ventricular capture management (vcm) trend shows the threshold was variable throughout the record.